Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a stained end cap sticker.

Event description:
It was reported that the customer received an unexpected restart alarm. Customer is unable to clear the alarm. It was also reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose levels at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.